Event description:
According to the report, the adhesive was used to close a laceration. During the application process, the child squinted, resulting in gluing part of the eyelids together and some of the eyelashes to their face. The pt was sent home and later returned to the emergency room for additional treatment. The physician applied petroleum based opthalmic ointment.